Manufacturer narrative:
The following fields were updated due to additional information: device available for evaluation: yes. Returned to manufacturer on: 2023-02-24. Investigation summary: bd received 210 unused samples and 3 photos from the customer in support of this complaint. Functional testing was conducted on 20 customer samples and the issue of underfill was not observed. The photos were evaluated and show tubes in a tray and bag, does not show the customer failure mode of underfill. Additionally, 10 retention samples from the bd inventory were functionally tested and the issue of underfill was not observed as all tubes were within specification limits. Bd was unable to duplicate or confirm the customer¿s indicated failure mode because the customer samples and the retention samples did not exhibit the customer¿s failure mode of ¿underfill¿. The device history records were reviewed with no issues being identified. There were no related quality notifications. All process and final inspections comply with specification requirements.

Event description:
It was reported that during use with 10 bd vacutainer® k2 edta (k2e) plus blood collection tubes the 4ml tubes only drew 3ml. There was no report of patient impact. The following information was provided by the initial reporter, translated from japanese to english: this product is the 4-ml tube; however, several tubes drew only 3ml.

Manufacturer narrative:
Device evaluated by MFR: a device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that during use with 10 bd vacutainer® k2 edta (k2e) plus blood collection tubes the 4ml tubes only drew 3ml. There was no report of patient impact. The following information was provided by the initial reporter, translated from japanese to english: this product is the 4-ml tube; however, several tubes drew only 3ml.